Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim, gastrointestinal/pelvic floor. It was reported that an MRI tech reported the device hadn't been working for the last 3 years. The MRI tech said the patient (pt) got a charger and charged the ins and said it was working fine now. The MRI tech did not know why it was not working for the last 3 years. Additional information was received from a healthcare professional (hcp). The hcp reported that the patient's bladder stimulator has not worked since 2021. Caller stated that they had an MRI about 6 months ago at another hospital and was told the ins was "stuck in MRI mode". Caller wanted to know how to know if the device was still in MRI mode without looking at the remote. Agent reviewed that the implant would need to be charged up before they could use the remote to enter MRI mode. Caller will discuss recharging with the patient.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.